Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a dependent patient presented to the emergency room experiencing syncope. Upon interrogation, the pulse generator exhibited loss of output. The device was explanted.